Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed with error 1816, which indicates a high-pressure alarm, meaning a blockage or obstruction in the fluid path is preventing fluid from flowing properly. The batteries were removed for 30 seconds and reinserted. Upon powering up, the pump had alarmed with error 1840, which indicates the pump has detected a blockage or obstruction in the fluid path between the pump and the patient. Batteries were replaced the problem persisted. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional. No patient harm was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.